Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar spondylodesis with transforaminal lumbar interbody fusion (tlif) surgery at l5-s1 due to lumbar discopathy/spondylisthesis. Post-op, the implanted screw was broken and due to this lumbar implanted cage was shifted toward spinal canal. Revision surgery was performed as a result of this event; where removal of the alleged screw performed. No fragments of the implant remain in patient.

Manufacturer narrative:
Product analysis result: visual and optical examination of mas bone screw confirm breakage approximately 2 threads from the base of the bone screw head, optical examination reveals significant secondary (post-fracture) damage to the fracture surface. Microscopic examination of the fracture surface revealed gently convex striations through the cross-section of the bone screw, consistent with cyclic fatigue. The lower threaded portion of the screw appears to be undamaged from the removal process. Dimensional examination of the major diameter verified conformance to print specification. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h10 h10: x-ray review result: post-op x-ray for l4-s1 posterior spinal instrumentation with l4-5 interbody graft provided. There is a high-grade spondylolisthesis at l5-s1 with a hyper lordotic configuration. There is a paucity of bone at l4-5 and the deformity at l5-s1 has not been reduced. A screw fracture at s1 is present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.